Event description:
It was reported that intermittent atrial undersensing was noted during an atrial tachycardia. Every other atrial event was being missed. Programming changes were made and resolved the sensing issues. The patient will continue with routine follow-up.